Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the instructions for use (IFU) is being implemented. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was found that the sub-water supply channel was clogged with a foreign object in the nozzle. Additional findings are as follows: due to a pinhole on ch-tube, water tightness is lost, the resin becomes cracked due to chemical stress applied during the cds (cleaned, disinfected, sterilized) process, part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue), crack of resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling), adhesive around lg lens has a crack, adhesive around lg lens is peeled, due to damage on zoom (ccd) charged coupled device, zoom does not work smoothly, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue), damage or deformation due to physical stress (caused by handling), damage or deformation due to physical stress (caused by handling), deterioration/damage of adhesive (due to chemical/physical stress), part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue), due to wear of angle wire, the play of u/d (upward/downward angulation control knob) is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive around objective lens is peeled, due to damage on the zoom mechanism, the normal image does not change into the magnified image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope required repair and the device was returned for evaluation. During the device evaluation the following reportable malfunction was found, sub-water supply channel clogged. Through follow up with the customer olympus was informed that during a diagnostic procedure of the upper gastrointestinal tract it was found that the supply channel was clogged. The physician elected to proceed with the procedure without using the water supply channel. The procedure was completed and there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.